Event description:
It was reported that the programmer had a handle broken and that it displayed an error message. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found broken handles and the programmer powers up ok, however multiple errors were found in the error log, as a result the link electronic module (lem) board was recalibrated.